Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer reported the transmitter does not blink when connected to the sensor. Customer was advised to replace the sensor. The customer was advised to check for bent, damaged or retracted sensor. The customer found that the sensor always came out slightly bent. Customer will receive a replacement sensor. The customer reported via phone call indicating that the insulin pump alarm sensor error. Customer's blood glucose at time of incident was unknown. Customer stated that she did not have a lot of time to go through the troubleshooting because she needs to get ready for work.